Event description:
It was reported that transmitter not working occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0v. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.